Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a midwest e 1:5 ca overheated during use and burned a patient. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
This unit was never received. The customer had all electric products returned and replaced. This customer has had multiple complaints and as there was no serial number given, so it is possible and likely that this was captured under a different complaint by the same customer.